Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No unexpected restart and signal too low alarm noted. Device passed all operating currents tested within the spec range and passed off no power test. Device received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive external ram crc error alarm and unexpected restart error alarms. Customer's blood glucose was unknown. Insulin pump would need to be replaced.